Event description:
Patient reported wetness a hub of purple port on PICC line. Connections tightened; IV tubing hub dried well to check for future issues. Hub rechecked and found to be damp at hub site. Charge nurse notified and assessed. Will change cap and lines when antibiotics finish; look for crack/damage in cap. Manufacturer response for PICC line port, PICC line port (per site reporter): [redacted date]: sample retrieved. [Redacted date]: [redacted name] will handle this incident but needs a clearer explanation of the defect. "The incident description appears to describe wetness a hub of purple port on PICC line. The PICC line isn¿t in this kit". [Redacted name] plans to stop by 7-3sp for more information.